Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/severe pain') in an adult female patient who had essure (batch no. 625217-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("urinary tract infections"), heavy menstrual bleeding ("heavy menstrual bleeding"), menstruation irregular ("irregular periods"), dyspareunia ("pain during intercourse"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), back pain ("back pain"), abnormal weight gain ("excessive weight gain of about 100 pounds"), tooth fracture ("cracked teeth"), alopecia ("excessive hair loss"), rash ("excessive rashes"), urticaria ("excessive hives"), pruritus ("itchiness of the skin"), headache ("headaches about three times per week"), balance disorder ("loss of balance"), constipation ("severe constipation"), fungal infection ("chronic yeast infections"), memory impairment ("decrease in memory capabilities"), fatigue ("chronic fatigue") and pelvic discomfort ("discomfort"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain, urinary tract infection, heavy menstrual bleeding, menstruation irregular, dyspareunia, abdominal pain, abdominal distension, back pain, abnormal weight gain, tooth fracture, alopecia, rash, urticaria, pruritus, headache, balance disorder, constipation, fungal infection, memory impairment, fatigue and pelvic discomfort outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, balance disorder, constipation, dyspareunia, fatigue, fungal infection, headache, heavy menstrual bleeding, memory impairment, menstruation irregular, pelvic discomfort, pelvic pain, pruritus, rash, tooth fracture, urinary tract infection and urticaria to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: full occlusion of both tubes was performed. Lot number reported (625217) is invalid quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-may-2021: update of information (batch is invalid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('portion of coiled gray metal wire embedded in the end') and pelvic pain ('pelvic pain/severe pain') in an adult female patient who had essure (batch no. 625217-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included d & c. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("urinary tract infections"), heavy menstrual bleeding ("heavy menstrual bleeding"), menstruation irregular ("irregular periods"), dyspareunia ("pain during intercourse"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), back pain ("back pain"), abnormal weight gain ("excessive weight gain of about 100 pounds"), tooth fracture ("cracked teeth"), alopecia ("excessive hair loss"), rash ("excessive rashes"), urticaria ("excessive hives"), pruritus ("itchiness of the skin"), headache ("headaches about three times per week"), balance disorder ("loss of balance"), constipation ("severe constipation"), fungal infection ("chronic yeast infections"), memory impairment ("decrease in memory capabilities"), fatigue ("chronic fatigue") and pelvic discomfort ("discomfort"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the embedded device, pelvic pain, urinary tract infection, heavy menstrual bleeding, menstruation irregular, dyspareunia, abdominal pain, abdominal distension, back pain, abnormal weight gain, tooth fracture, alopecia, rash, urticaria, pruritus, headache, balance disorder, constipation, fungal infection, memory impairment, fatigue and pelvic discomfort outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, balance disorder, constipation, dyspareunia, embedded device, fatigue, fungal infection, headache, heavy menstrual bleeding, memory impairment, menstruation irregular, pelvic discomfort, pelvic pain, pruritus, rash, tooth fracture, urinary tract infection and urticaria to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: full occlusion of both tubes was performed. Lot number reported (625217) is inv. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: embedded device . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2021: mr received. Reporter information, patient's medical history, event: portion of coiled gray metal wire embedded in the end were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/severe pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("urinary tract infections"), menorrhagia ("heavy menstrual bleeding"), menstruation irregular ("irregular periods"), dyspareunia ("pain during intercourse"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), back pain ("back pain"), abnormal weight gain ("excessive weight gain of about 100 pounds"), tooth fracture ("cracked teeth"), alopecia ("excessive hair loss"), rash ("excessive rashes"), urticaria ("excessive hives"), pruritus ("itchiness of the skin"), headache ("headaches about three times per week"), balance disorder ("loss of balance"), constipation ("severe constipation"), fungal infection ("chronic yeast infections"), memory impairment ("decrease in memory capabilities"), fatigue ("chronic fatigue") and pelvic discomfort ("discomfort"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain, urinary tract infection, menorrhagia, menstruation irregular, dyspareunia, abdominal pain, abdominal distension, back pain, abnormal weight gain, tooth fracture, alopecia, rash, urticaria, pruritus, headache, balance disorder, constipation, fungal infection, memory impairment, fatigue and pelvic discomfort outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, balance disorder, constipation, dyspareunia, fatigue, fungal infection, headache, memory impairment, menorrhagia, menstruation irregular, pelvic discomfort, pelvic pain, pruritus, rash, tooth fracture, urinary tract infection and urticaria to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: results: full occlusion of both tubes was performed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2020: pif received: case was upgraded to serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/severe pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("urinary tract infections"), menorrhagia ("heavy menstrual bleeding"), menstruation irregular ("irregular periods"), dyspareunia ("pain during intercourse"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), back pain ("back pain"), abnormal weight gain ("excessive weight gain of about 100 pounds"), tooth fracture ("cracked teeth"), alopecia ("excessive hair loss"), rash ("excessive rashes"), urticaria ("excessive hives"), pruritus ("itchiness of the skin"), headache ("headaches about three times per week"), balance disorder ("loss of balance"), constipation ("severe constipation"), fungal infection ("chronic yeast infections"), memory impairment ("decrease in memory capabilities"), fatigue ("chronic fatigue") and pelvic discomfort ("discomfort"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain, urinary tract infection, menorrhagia, menstruation irregular, dyspareunia, abdominal pain, abdominal distension, back pain, abnormal weight gain, tooth fracture, alopecia, rash, urticaria, pruritus, headache, balance disorder, constipation, fungal infection, memory impairment, fatigue and pelvic discomfort outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, balance disorder, constipation, dyspareunia, fatigue, fungal infection, headache, memory impairment, menorrhagia, menstruation irregular, pelvic discomfort, pelvic pain, pruritus, rash, tooth fracture, urinary tract infection and urticaria to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: full occlusion of both tubes was performed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-sep-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/severe pain') in an adult female patient who had essure (batch no. 625217) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("urinary tract infections"), menorrhagia ("heavy menstrual bleeding"), menstruation irregular ("irregular periods"), dyspareunia ("pain during intercourse"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), back pain ("back pain"), abnormal weight gain ("excessive weight gain of about 100 pounds"), tooth fracture ("cracked teeth"), alopecia ("excessive hair loss"), rash ("excessive rashes"), urticaria ("excessive hives"), pruritus ("itchiness of the skin"), headache ("headaches about three times per week"), balance disorder ("loss of balance"), constipation ("severe constipation"), fungal infection ("chronic yeast infections"), memory impairment ("decrease in memory capabilities"), fatigue ("chronic fatigue") and pelvic discomfort ("discomfort"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain, urinary tract infection, menorrhagia, menstruation irregular, dyspareunia, abdominal pain, abdominal distension, back pain, abnormal weight gain, tooth fracture, alopecia, rash, urticaria, pruritus, headache, balance disorder, constipation, fungal infection, memory impairment, fatigue and pelvic discomfort outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, balance disorder, constipation, dyspareunia, fatigue, fungal infection, headache, memory impairment, menorrhagia, menstruation irregular, pelvic discomfort, pelvic pain, pruritus, rash, tooth fracture, urinary tract infection and urticaria to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: full occlusion of both tubes was performed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-apr-2021: reporter and lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.